Event description:
Initial (B)(6) 2022): this serious case reported via email refers to a 9-year-old female with a medical history of viral warts and childhood obesity. On (B)(6) 2022 the child's father contacted the company and reported he used the compound w nitrofreeze spray on his daughter once for wart treatment "on or about" (B)(6) 2022 and she developed second degree burns to the application site. The company followed up with the consumer twice via telephone and once via email with no response from the consumer. On (B)(6) 2022 the consumer reported the child experienced blistering, permanent scarring, and a "hole in her hand" that he could see "meat and tendons". On (B)(6) 2022 she was referred to a dermatologist for viral warts. This case outcome is recovered/resolved. Meddra version 25.0 burns second degree: unexpected scar: expected skin erosion: unexpected application site vesicles: expected according to the company reference safety information.